Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) is having frequent premature ventricular contraction (pvc)s which initiate biv trigger resulting in inhibition of a left ventricular (lv) pace. Additionally, there is farfield oversensing in post-ventricular atrial refractory period (pvarp) at times. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Filing a correction report to correct field h6 impact codes.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding the initial reporter's last name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) is having frequent premature ventricular contraction (pvc)s which initiate biv trigger resulting in inhibition of a left ventricular (lv) pace. Additionally, there is farfield oversensing in post-ventricular atrial refractory period (pvarp) at times. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.